Event description:
Physician successfully delivered moma to the lesion (located in the left ica to cca) and inflate the proximal/distal balloon. However, failed to block the blood flow as bifurcation of sta was proximal side of moma balloon. An additional protection device (detail unknown) was used to complete the procedure. Physician commented that difficulty to block the blood flow was due to anatomic locations. Twenty percent stenosis remained after stenting procedure. No health hazard was caused to the patient. It was reported that the event was not related to the device and procedure.

Manufacturer narrative:
Results: (based on the information available no root cause can be determined). Conclusion: (based on the information available no root cause can be determined). (B)(4).